Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with an unspecified mentor tissue expander that deflated after implantation. It was reported that a healthcare professional attempted to inflate the patient¿s right breast tissue expander and that the device was leaking. As a result, the patient underwent unilateral explantation and replacement with a mentor artoura plus, smooth, ultra high profile 850cc device on (B)(6) 2021.